Manufacturer narrative:
Investigation summary: complaint is confirmed. Visual evaluation identified that the hex drive geometry at the distal tip of the returned driver shaft, t15 hexalobe, cannulated, iso, ao had broken off. No pieces were returned for investigation. Functional testing was not performed due to the broken distal tip of the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/7/2024, it was reported by a sales representative via (B)(4) that an ar-8750-03 driver shaft broke while putting in a screw. This was discovered during a procedure, with no reported patient harm. Additional information requested.